Event description:
Same case as MFR report#: 2134265-2009-00630, -00632. Clinical trial. It was reported that 790 days following a coronary artery drug eluting stenting treatment procedure, the patient developed acute coronary syndrome. The patient presented for the index procedure with an acute myocardial infarction in november 2006. A 3.5x28mm taxus express2 drug eluting stent was placed in the proximal lad (left anterior descending). A subsequent procedure in early 2007 was performed. Treatment consisted of placing a 3.0x16mm taxus express2 drug eluting stent in the proximal circumflex and a 2.5x24mm taxus express2 in the proximal "im". The patient presented to the emergency department 790 days following the index procedure, with chest pain radiating into the left arm and associated sweating. ECG showed inverted t waves and the patient was admitted to the coronary care unit, pending angiography. Angiography four days post admission, showed critical restenosis of the ostium of the circumflex and lad. Both lesions were within 5mm of the stents. Options were discussed with the patient and the patient opted for surgical revascularization. Six days post admission, the patient underwent CABG (coronary artery bypass grafting) with lima (left internal mammary artery) to the lad. The circumflex was not bypassed, due to the unavailability of large obtuse marginals to graft.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.